Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Additionally, the health care professional (hcp) was concerned as to why they missed the alert in the remote view. Technical services explained the timing of the daily measurements and how it works and recommended performing a patient initiated interrogation as an option. At this time, the device and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. Additionally, the health care professional (hcp) was concerned as to why they missed the alert in the remote view. Technical services explained the timing of the daily measurements and how it works and recommended performing a patient initiated interrogation as an option. At this time, the device and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this right atrial (ra) lead also exhibited noise that was being oversensed. The cause of the noise was unknown. Subsequently, the device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.